Event description:
It was reported that a pre-filled nacl syringe was empty and that the component cracked.

Manufacturer narrative:
It was reported that a pre-filled nacl syringe was empty and that the component cracked. No serious injury or adverse impact to a patient or to a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and a crack in the barrel, from where the plunger enters to approximately half way to the syringe tip, was observed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.